Event description:
It was reported that functional loss of capture occurred on the atrial channel due to retrograde p-waves. The device was reprogrammed. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.